Event description:
It was reported that the monopolar curved scissors instrument had abrasions on its main tube, which were caused by a defective cannula. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report #2955842-2006-00306, -00307, -00308, -00309, -00310, -00311, 2955842-2007-00401, -00402.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a 2" section of scraping on one side of the distal end of the instrument main tube. There were also a couple of deep scratches in the same area as the scrape marks. It was determined that the damage to the main tube was most likely caused by a defective cannula accessory. The following medwatch reports were created for the defective cannula previously returned from this site: MFR. Report #2955842-2006-00300, -00301, -00302, -00303, -00304, -00305. Engineering also conducted performance testing and observed that material became snagged at the instrument tips when attempting to cut latex. Electrical continuity passed and no other damage was found.